Manufacturer narrative:
Product event summary: the partial lead was returned, analyzed, and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for a possible lead fracture as evidenced by high thresholds and high lead impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.